Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing, upon technical services (ts) review of the most recent episode in latitude nxt, at the request of the field representative. It was noted that the field representative was attempting to locate some previous episodes on the programmer that could not be found. Ts noted it was likely overwritten with newer episodes of the same weight or importance. This ra lead remains in service. No adverse patient effects were reported.